Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11 d. Retainer ring: black. Customer reports: pump is under delivering, sometimes after that he replace to mmt-397 still getting alerts of insulin blocked but not all the time. The pump history download was successful using thus and carelink pro. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: cracked and stained select button at keypad overlay. Minor scratched display window, case and keypad overlay. Faded serial number label. The unit power up properly after battery installation. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, dat test and displacement test. No unexpected insulin flow block alarms noted during testing. During download review, no evidence of no delivery alarms found during complaint report date of 05/30/2021. However, from 04/02/2021 starting at 14:45 through 05/25/2021 10:17 there were 42 no delivery alarms per long trace history file, pump history file and adapt tool findings. Last no delivery alarm received prior to customer complaint was recorded on 05/25/2021 at 10:17:47. Events that occurred before alarm occurred, on 05/25/2021 at 10:17:42 a normal manual bolus of 3.0 u was programmed with an active insulin of 0.0 u. The bolus amount the pump delivered was 0.7 u. At 10:17:47 the insulin delivery stop, reason for insulin delivery suspension = alarm suspended. In summary, customer allegation of no delivery alarms was not confirmed during testing. However, the customer complaint of no delivery alarms was confirmed via data analysis of pump history files. Unit may have had an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.